Event description:
During the ivtm therapy, the user noticed a saline leak from the start-up kit (suk) (lot #unknown) inside of the air trap of the thermogard console (sn (B)(4)). No additional information was available if the suk and the console were replaced or alternative therapy was utilized. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The thermogard console was evaluated by zoll service at the customer site. The reported complaint of the start-up kit (suk) (lot #unknown) leak inside of the air trap of the thermogard console (sn (B)(4)) was confirmed during the visual inspection as the bottom cap of the suk air trap was found inside of the console air trap chamber, however, the saline leak from the damaged suk did not affect the functionality of the thermogard console. During visual inspection, no physical damage was observed on the thermogard console. In addition during the visual inspection, unrelated to the reported complaint, the coolant in the coldwell was observed contaminated green color, most likely due to improper maintenance of the coolant. The wrong type of coolant solution used in the console by the customer may have some contribution to the discoloration/contamination. The coldwell needs to be flushed to resolve the issue. An ivtm operation manual prompts the customers to check the glycol before every use. The console also requires once a year preventive maintenance. The propylene glycol needs to be mixed with the distilled water to fill the coldwell reservoir. Based on our risk evaluation, the discoloration of glycol is a very low-risk issue. The glycol does not come into contact with the patient. Also, the discoloration does not seem to have any impact on the heat exchange capacity of the glycol. Glycol has proven anti-bacterial properties; it does not promote bacterial growth. The thermogard console passed power-on self-test. However, during further functional testing, the console failed the slew rate test, unrelated to the reported complaint. The investigation findings determined the root cause of the issue was due to a defective cooling engine as a result of wear and tear. The thermogard console is a reusable device and was manufactured in march 2013 and is 9 years old, well beyond its expected serviceable life of 5 years. The cooling engine needs to be replaced to address the issue. The event log review showed no significant discrepancies or error messages. Waiting for customer's approval for service repair.